Event description:
It was reported that during device change out due to normal eri, externalized conductors on riata lead were observed. The electrical function of the lead revealed that capture threshold had risen and was unacceptable. The lead was capped, and replaced the same day.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.